Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer stated "took 2 tests for flu and both came back negative. Went to doctor same day for xrays and their tests were positive for the flu. Do not recommend."